Manufacturer narrative:
Multiple products were involved in the event. Although it is unknown which of the products led to the event, we are filing this report for notification purposes. The following products were used in the surgery: product ID: vpk1003, lot: wi564235, qty: 3, exempt; product ID: vpt01b, lot: 216815007, qty: 3, exempt; product ID: cx01b, lot: 0009623617, qty: 2, 510k#: k102397, UDI: (B)(4). Occupation: initial reporter: patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: osteoporotic vertebral compression fractures at t9, t12, l1 and l3 procedure: vertebroplasty of t9, t12, l1 and l3 it was reported that intra-op, the patient died at the end of vertebroplasty procedure, after cement was implanted. The procedure was a routine 4 level vertebroplasty of levels t9, t12, l1 and l3. There were no complications throughout access and cement implanting, no cement extravasation or veinous leak. After cementing fourth level, physician requested additional cement to be mixed and implanted. The sales rep went to get another cement upon the return the room was filled with the code team. Patient had crashed and was flipped off operating table onto hospital bed. Code team worked on her for 32 minutes, the patient was determined deceased. The physician did not think it was lido toxicity, nor cement toxicity. About 20cc cement was implanted, and estimated duration of procedure about one hour and 15 minutes. No adverse events were related to the product. No product malfunction occurred. Patient death followed code blue at the end of case.